Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. Customer experienced a seizure after their belt clip broke. The customer was treated for the low blood glucose with orange juice. The customer stated that they experienced low blood glucose levels because they were very active and did not eat enough. The customer did not troubleshoot and did not send the product back for analysis.